Event description:
It was reported that (1) device was used during a laparoscopic gall bladder. It was reported by the affiliate that the er320 instrument does not fire. There was no consequence to the pt.